Event description:
Customer reported receiving a suspected false positive result on an unknown date using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). No further information was provided regarding this false positive result.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot numbers, reader serial number or cartridge serial numbers were not provided.